Event description:
Revision surgery - due to the acetabular cup dissociationing.

Manufacturer narrative:
The reason for this revision surgery was reported as dissociation after 14.33 years of patient use. The products associated with this event were not returned for examination. A review of the DHR showed no ncmrs associated with this product. There is no information reported that showed a material, design or manufacturing problem with the product. There is no information reported regarding patient injuries, activities, accidents or medical contraindications that may have contributed to the revision surgery. The root cause for the dissociation could be determined with confidence.